Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failed and an error message ¿require maintenance¿ was displayed on the screen. The customer stated that they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that mini tray 1.1 had failed. In the hardware test application (hta), the fse manually unlocked the top row but was unable to push the mini engine open. The fse forced the mini tray forward from the back, and once the tray was out, noticed that a vial was standing straight up, obstructing the drawer from opening. The customer laid down the vials and then was able to open the drawer without any issue. The fse verified operability in hta, completed the test, and launched the application. The customer was allowed to recover and access the drawer. Functionality was tested and passed successfully. The system functioned as intended after the field service engineer repaired the device.